Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 55811016545, 510k# k122433, and (B)(4) is approved for market in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with compression fracture occurred at t12 and underwent pps 1 above-1 below fixation (percutaneous pedicle screw fixation) surgery at th11/l1 levels. Post-operatively, the screw on the right of l1 broke under the screw head. The fragment is still remaining in the patient. The patient came to the outpatient since the patient had a pain in lower back, and the breakage of the screw was noticed by CT. There were no complications of backache that associated with screw breakage